Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer slept on the pump and as a result the touch screen became shattered and unresponsive on half of the touch screen. The customer's blood glucose ranged from 150 mg/dl to 300 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.